Event description:
Device information: manufacturer: liftup a/s (liftup north america, inc.) Device name: flexstep 2-in-1 lift serial number: (B)(6) installation date: approximately (B)(6) 2025, duration of use: approximately 10 months description of the problem: I am submitting this report regarding the critical mechanical and electronic failure of the liftup flexstep unit at my residence, which serves as the primary ingress/egress point for a handicapped individual. The device has suffered a systemic collapse of safety mechanisms and structural integrity, creating a catastrophic fall hazard. 1. Critical performance and safety failures: total collapse of upper safety barrier: the active upper safety barrier has suffered a catastrophic mechanical failure. It is currently jammed and collapsed, leaving a fully open, exposed ledge at the home's doorway entrance, creating an extreme risk of a fall into the mechanical pit. Structural instability: since installation in approximately (B)(6) 2025, the unit has exhibited a persistent, noticeable "wobble" upon walking onto the lift from the top landing. While not extreme, this instability indicates a lack of rigid structural integrity that has now culminated in the failure of the safety gate assembly. An on-site evaluation by the authorized dealer confirmed the failure is consistent with components being over-torqued during installation. Defective operational controls: the lift? Control logic requires continuous, sustained pressure on the button to operate. If the button is not compressed continuously, the lift stops. This design is fundamentally inadequate for use by a mobility-impaired or handicapped occupant who may struggle to maintain consistent, heavy pressure during operation. Unreliable performance: the unit suffers from electronic command delays and stalling, which, combined with the required continuous button pressure, creates a hazardous and non-functional experience for a handicapped user. 2. Manufacturer accountability and failure to act: despite documentation from their own authorized dealer confirming the installation-related failure, the manufacturer (liftup a/s) has refused to honor the warranty and has systematically ignored multiple direct escalations regarding this ongoing safety hazard (june 17, 18, and 29, 2026). 3. Impact on health and safety: this device is a medical necessity. The current failure prevents the occupant from safely entering or exiting the home, effectively trapping them inside. The combination of an open, unguarded ledge, structural instability, and a control system that is not designed for the needs of a handicapped occupant constitutes a life-safety hazard. I request an immediate regulatory review of the liftup flexstep? Field performance, particularly concerning installation standards and the suitability of its control interface for mobility-impaired users. / product details: this is a wheelchair lift for in home use.